Event description:
After being implanted with essure coils I was having severe cramping and extremely painful intercourse within 6 months. I had them for 7 years. Four years ago I began having horrible pain under my breastbone waking me up from a dead sleep. The time they figured out the problem I was septic and had to have emergency gallbladder surgery. I had to stay 4 days in the hospital due to increasing infection. My immune system was shot which lead to precancerous cells on cervix that rapidly progressed so I had to have a hysterectomy and cervix removed at the (B)(6). I have continued to deteriorate. I have acid reflux, ibs, high blood pressure, thyroid issues, severe tooth decay, anxiety, depression, bouts of suicidal, severe abdominal pain and bloating, joint pain/stiffness, losing my hair, extreme brain fog and memory issues, unexplained swelling in hands, arm, shoulder, feet, legs, repeat infections, repeat and multiple ovarian cysts, headaches/migraines. I never had any of this until essure and I know I'm forgetting other issues.